Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection and aneurysm. Aneurysm and vessel morphology were not reported. The patient was noted to have an endoleak on follow-up CT scans. The patient was re-admitted to the hospital 3.5 months following primary endovascular repair for deployment of an additional stent to provide better distal sealing of the previous stent. The patient had an uncomplicated post-operative course and was discharged from the hospital in stable condition. At the patient's follow-up interval up to 1 year, the patient had been stable. The patient missed the 2 and 3 year visits. It was reported that 3 ½ years post index procedure, the patient presented to the emergency room with chest pain and was found on CT to have a significant aneurysm enlargement. The enlargement of the descending aorta was seen at a point where two previously placed thoracic devices had separated due to aortic remodeling and severe angulation. Subsequently, the patient underwent an uneventful procedure where 2 thoracic endografts were deployed. These devices successfully excluded the type iii endoleak between the separated stent grafts. Post-procedure, the patient had a gi bleed and decreased hemoglobin which blood required transfusions. The patient was scoped by the gi service and found to have a vascular bleed in the distal esophagus. Clips were placed and the bleeding stopped. During the second week at the hospital, the patient also developed a right groin lymph leak. This was managed conservatively with pressure dressings. The patient was in stable condition and discharge. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (severe angulation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severe angulation).